Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation was confirmed for the failure to deploy and inconclusive for filter migration. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced migration and failure to expand. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old female weighed (B)(6) lbs.